Event description:
It was reported that pump touchscreen took longer than expected to respond and sometimes required several taps, although touchscreen was not cracked or shattered. Customer experienced high blood glucose, but specific value was not known. Customer gave correction injection with insulin pen and did not need emergency assistance, while technical support explained that pump prioritized certain tasks, clarified that delays could occur when higher priority tasks were running, and provided best practice tips for using touchscreen, which customer understood and acknowledged. Cts to replace pump. Customer will continue to use current pump.